Manufacturer narrative:
Section h6 updated to reflect completion of investigation. Manufacturing records were reviewed, and the device met all pre-release specifications. The device was returned to gore for evaluation. Evaluation of the returned product indicates the user experienced an inability to deploy the device, there was no expansion of the endoprosthesis, and the device was subsequently withdrawn without additional complication. Deployment of the inner zipper had not been initiated. The evaluation has observed the deployment mechanism to be functional: the deployment line was not caught on any part of the device and deployment continued during evaluation. The cause for the reported deployment difficulty could not be established. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, the patient underwent treatment for an outflow stenosis av fistula where a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was intended to be placed in the brachial vein. Using a 7fr introducer sheath (unspecified manufacture) and a 0.018 guidewire (unspecified manufacture), the physician was able to reach the target treatment area without any resistance. The physician initiated deployment by pulling the deployment line however, the viabahn device would not deploy. Some bow stringing was noticed on viabahn device when attempting to deploy. The physician withdrew the constrained viabahn device through the sheath and the procedure was completed using another viabahn device. There were reports of no patient harm during the procedure. It was reported that there was some stenosis present at the target treatment area. It was reported that the deployment line was not stuck.